Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device manufacturing date is unavailable. (B)(4).

Event description:
It was reported that the screen of the external pulse generator (epg) no longer worked. It was noted that the screen would turn on, but after a while would go blank. The status of the epg is unknown. No patient complications have been reported as a result of this event.